Manufacturer narrative:
Pump passed functional testings including displacement test, rewind test, basic occlusion test, occlusion test, prime test and excessive no delivery test. No delivery alarm functioned properly. Unit was received with normal operating currents and no unexpected off no power alarm or low battery alarm noted. Unit was received with cracked case at display window corner, minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip, stained end cap sticker and stained address/serial number label.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the customer had high blood glucose level. The customer¿s blood glucose level was 480 mg/dl at the time of incident and current blood glucose level was 238 mg/dl. The customer performed high pressure test and it failed. The customer was treated with insulin pump and syringe for high blood glucose level. The customer reported that the insulin pump was not alarming no delivery alarm and customer was not getting insulin. The customer was advised that the device would be replaced and agreed to return the insulin pump for analysis.